Manufacturer narrative:
UDI (B)(4). The device is not available for return as it remains in the patient. The exact cause of the stenosis could not be confirmed. Imagery was provided, and it had been reviewed. No relevant observations were made. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The complaint for ¿valve - stenosis¿ was unable to be confirmed and the occurrence rate did not exceed the april 2020 control limits for applicable trend categories (¿stenosis¿). Therefore, a complaint history review is not required.  Multiple manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Sapien 3 with commander delivery system instructions for use (IFU), prep training manual and procedural training manual were reviewed for instructions relating to the complaint event. IFU warns that accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Safety and effectiveness have not been established for patients with the following characteristics/comorbidities: thrombocytopenia (platelet count < 50,000 cells/ml), or history of bleeding diathesis or coagulopathy. Based on the review of the IFU and training manual, no deficiencies were identified. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The valve stenosis was unable to be confirmed. Due to the unavailability of the device and related imagery, engineering was unable to perform any visual inspection, x-ray inspection, and/or histology study. A review of the device history record (DHR) revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sapien 3 valve has proper inspections in place to detect issues related to the complaint events. A review of IFU/training revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ¿per the follow up physician, initially thrombosis and endocarditis was suspected¿, and ¿after 6 weeks of antibiotics and negative blood cultures, endocarditis was ruled out¿ and ¿the patient was also given anticoagulation for suspected prosthetic cardiac valve thrombosis. However, no improvement was seen, and the patient began to get worse over the next 6 months¿. Per IFU, ¿valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation.¿ in this case, it is unknown if the patient continue taking anticoagulant/antiplatelet medications since device implantation. There is insufficient information to determine a root cause at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. No edwards defect was identified during the evaluation. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2020 control limits for applicable trend categories, no corrective or preventative action, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), the patient has early structural valve deterioration (svd) six months post implant of a 26mm sapien 3 valve. The failure mode was initially indicated as stenosis. Post tavr, the patient had a fever and did not seek immediate medical treatment. He does have a history of lumbar spinal fusion, and there is some question as to if there is an infection around his orthopedic hardware. He also has some underlying thrombocytopenia, which is being worked up for possible cancer. Upon return to his md, the echo was found to have some possible vegetation vs thrombosis on the leaflets, causing stenosis. The patient is symptomatic. However, the patient is not scheduled for surgical repair. He followed up at a different hospital where he was treated for both leaflet thrombus and endocarditis, although there wasn¿t a definitive diagnosis for either. Per the follow up physician, initially thrombosis and endocarditis was suspected. The patient had a low-grade fever one-month post procedure, however, after 6 weeks of antibiotics and negative blood cultures, endocarditis was ruled out. The patient was also given anticoagulation for suspected prosthetic cardiac valve thrombosis. However, no improvement was seen, and the patient began to get worse over the next 6 months. The physician classified this as severe stenosis, with leaflet thickening. The initial leaflet thickening was seen at the one month follow up. The patient does not have any aortic regurgitation, only severe aortic stenosis. Although no current intervention has been performed, the patient is pending evaluation by the surgical team to determine if he is a candidate for a mechanical valve. They may also balloon aortic valvuloplasty (bav) the valve. If the bav causes aortic regurgitation, then a second thv may be placed. This patient is high risk due to cirrhosis of the liver (no longer drinking for last 6 months) and copd (stopped smoking). The exact cause of the severe stenosis is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.